Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited noise oversensing which resulted in under pacing/pacing inhibition. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.